Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the ¿22020¿ error was found indicating ¿log_tool_engagement_failed¿ confirming the fault occurred in the field. Upon visual inspection, small amounts of contamination were found. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp)where all related testing was passed within specification. Once testing was completed, the carriage was inspected, and liquid intrusion was found. The complaint was confirmed based on failure analysis. The probable root cause is attributed to fluid intrusion in the axes controller, carriage interface of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report issues with monopolar power on universal surgical manipulator (usm) 2. The live logs weren't available at the time of the call. The customer stated they couldn't get monopolar energy to work on arm 2. They then swapped it to another usm and it was working fine. Tse asked if they reseated the sterile adapter on usm 2 and they said no. Tse asked if they had any engagement issues with usm 2 and they stated no. The customer was continuing the case the way the system was configured to finish the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site switched the cautery instrument to another arm to continue with the procedure. The reported was unsure if the site used usm 2 for another non-energy instrument. Nurse was not present during complete procedure.